Manufacturer narrative:
Concomitant medical product: evolutr-34-us transcatheter valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve and diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was capped and replaced. It was noted the physician cut the right ventricular (rv) lead insulation during the procedure causing insulation damage and the lead exhibited high impedance. The rv lead was also capped and replaced. No further patient complications have been reported as a result of this event.